Manufacturer narrative:
The insulin pump had cracked reservoir tube lip during visual inspection. The insulin pump passed the priming, displacement, basic occlusion and excessive no delivery alarm tests. There was no excessive no delivery alarm. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call no delivery during manual prime and high blood glucose. Customer's blood glucose level was 487 mg/dl. Customer treated their high blood glucose with a manual injection. Customer advised they have experienced bent cannulas in the past. Customer was advised to change the set and reservoir in order to troubleshoot. Troubleshooting for the no delivery alarm during manual prime was performed. Customer received the no delivery alarm during basal delivery. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.